Manufacturer narrative:
Complaint conclusion:   while the outback was inside the patient, it was reported that it was not possible to advance the stabilizer guidewire (300cm) through the port of the needle. When trying to advance the guidewire a lot of resistance was felt. There was no reported patient injury. The procedure was postponed and a new outback catheter was ordered. The same guidewire was not used with the new product. The product will be returned for analysis with the guidewire. The intended procedure was a recanalization of a popliteal artery (cross-over procedure). The target lesion was a chronic total occlusion (cto) of the popliteal segment. There was no difficulty experienced when removing the catheter from its packaging.  The product was stored, handled, inspected and prepped according to the instruction for use (IFU).  There was no difficulty flushing the outback with saline. There were no particles in the device that could have been injected into the patient. During the product evaluation, the cannula was received obstructed secondary to a foreign wire logged under the cannula tip. Once the foreign wire material was removed, the cannula was observed fractured. No additional information is available.  A non-sterile unit of outback was received inside of a plastic bag. An outback catheter and a guide wire were received for analysis.  A kinked condition was observed on the outback catheter shaft at 2.5 cm from the distal tip. Nosecone was received slightly elongated at .80 cm from the distal tip. The cannula tip (needle) was observed slightly out of port. A kink condition was observed on the guide wire at 137 cm from the proximal section. No other damages were observed on the guide wire. Functional analysis was performed and the guidewire was not able to be advanced through of the port of the cannula needle. Deployment slider was actuated and cannula could not be retracted or released. The device was inspected under the vision system and a foreign material was observed in the port under the cannula tip and an elongated plastic on the nosecone. A pet meeting was held to determine the cause of the cannula obstructed. The foreign material was tried to pull out by applying force with tweezers and once removed it was identified as an unknown wire. Once the unknown wire was removed, a cannula fracture was observed at .80cm from the distal end. This matches with the location of the kink observed on the catheter shaft. This suggest that this condition caused the fracture of the cannula. In addition, the guide wire was able to advance inside of the cannula lumen and through the key housing port without difficulty. The pet team determined that this condition could not be generated inside of the manufacturing process due to inspections and controls that are performed 100% during the manufacturing process. A review of the manufacturing documentation associated with this lot 17213241 was performed and no issues were noted that were considered potentially related to the reported complaint.  The event reported by the customer as ¿cannula/needle (outback only)/ obstructed¿ was confirmed due to the foreign wire observed in the port. The fractured cannula matched with the location of the kink observed on the catheter shaft. This suggest that this condition was caused by the fracture of the cannula. The exact cause of the event could not be determined. Part of the manufacturing controls is to place a mandrel through the entire cannula and allow it to protrude from the distal tip of the cannula. According to the product instructions for use, users are cautioned that prior to use, carefully read the instructions packaged with the guide wire that is to be used with the outback elite re-entry catheter see table 1 for a list of recommended guide wires. Failure to use recommended guide wire may result in damage to the guide wire, such as abrasion of the hydrophilic coating, release of polymer fragments, separation of the wire, or inability to withdraw the outback elite re-entry catheter over the guide wire. Furthermore, users are instructed to flush the outback elite re-entry catheter thoroughly, at the flush port and the guide wire port, with sterile heparinized saline until the solution exits the distal end of the catheter. Wait 30 seconds then flush again. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
While the outback was inside the patient, it was reported that it was not possible to advance the stabilizer guidewire (300cm) through the port of the needle.  When trying to advance the guidewire a lot of resistance was felt.  There was no reported patient injury.  The procedure was postponed and a new outback catheter was ordered. The same guidewire was not used with the new product. The product will be returned for analysis with the guidewire. The intended procedure was recanalization of popliteal artery (cross-over procedure).  The target lesion was the popliteal segment, chronic total occlusion (cto).   There was no difficulty experienced when removing the catheter from its packaging.  The product was stored, handled, inspected and prepped according to the IFU.  There was no difficulty flushing the outback with saline.  There were no particles in the device that could have been injected into the patient.  During product evaluation cannula was received obstructed  since foreign material was observed in port under of cannula tip, one time that the foreign wire material  was removed, the cannula was observed fractured.